Manufacturer narrative:
(B)(4). The cine review was received and reviewed by clinical research and noted a long stent shadow in the proximal lad (appears longer than 12mm) with discrete stenosis in the mid section of the stent. This area is ballooned several times with good final results. There are 3 ivus runs following the fluoroscopy images. The initial ivus run shows a stent that has areas of under deployment and suggested stent disruption in the images. However, the reviewer stated that it is not possible to confirm that the disruption is at the stenosis site. The final ivus run shows good apposition. In this case, the reviewer concluded that the ivus images suggest a stent fracture or disruption. The highest inflation reported during the procedure was 15 atms suggesting the balloon was not over inflated. It is possible that the anatomical conditions could have contributed to the reported possible stent fracture. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this event and no other incidents have been reported for stent damage or fracture for this lot.

Event description:
It was reported via trial that approximately 2 months post direct stenting of a xience v stent in the proximal left anterior descending artery (plad), the patient experienced progressive angina. ECG and troponins were negative. On (B)(6) 2010, the patient was hospitalized and plain old balloon angioplasty (poba) was performed in the plad and the 1st diagonal artery. Angiography indicated a possible stent strut fracture. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, the patient was rehospitalized for angina and was treated with medication. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. Stent fracture can be the result of severe torquing or kinking of the stent implant such that there would be material stress/fatigue that would weaken the material and result in a breakage of the stent implant. To help ensure this damage is not the result of the manufacturing process, all stent delivery systems are visually inspected for damage at numerous points in the manufacturing process. There was no damage reported during unpacking, visual inspection and / or during the procedure. Coronary angiography identified a possible stent fracture. However, cine of the procedure has been requested and is currently not available for review, thus the stent fracture can not be confirmed which may have assisted in the investigation. It is possible that over inflation or anatomical conditions could have contributed to the reported possible stent fracture. Additionally, it could be that it is not a fracture at all and only appears to be based on the angiography. In this case, the re-stenosis appears to have contributed to the angina and resulted in the hospitalization which resulted in the additional non-surgical treatment (angioplasty) and treatment with medication. Furthermore, angina and re-stenosis are known adverse events as listed in the xience v instructions for use. It was reported that the xience was direct stented (no-predilatation was performed). It should be noted that instruction for use (IFU), pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effect as it did not occur until 2 months post to the procedure. Additionally, the direct stenting does not appear to have contributed to the reported possible stent fracture as pre-dilation is prior to deployment of the stent using a balloon dilatation catheter. In this case, the reported stent fracture could not be confirmed and a conclusive cause and its relationship to the reported patient effects, if any, cannot be determined and there does not appear to be any indication of a product quality deficiency. Additionally, the treatments appear to be related to the operational context of the procedure. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint.

Event description:
Subsequent to the initial medwatch, cd images were received and reviewed. Per image analysis, the images were taken on 2/3/10. The initial section of the cd has fluoroscopy images of the intervention. There is a long stent shadow in the proximal left anterior descending(appears longer than 12 mm). In the mid section of the stent there is a discrete stenosis. This area is ballooned several times with good final results. There are 3 intravascular ultrasound (ivus) runs following the fluoroscopy images. The initial ivus run shows a stent that has areas of underdeployment. There is a suggestion of stent disruption in the images. However, it is not possible to confirm that the disruption is at the stenosis site. The final ivus run shows good apposition. The ivus images suggest stent fracture or disruption.